Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was returned at fisher & paykel healthcare (f&p) regional office in (B)(4), where it was inspected and performance tested by a trained f&p technician. Damaged parts were replaced and the device was returned to the customer after a functional test. Our assessment is based on the information provided by the regional office, and our knowledge on the product. Results: during assessment of the device as the regional office, it was found that the inlet port was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. It is also worth noting that the subject device was more than 18 years old. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications.

Event description:
A healthcare facility in (B)(6) reported a fault with a rd900 neopuff infant resuscitator. During assessment at the regional office on (B)(6) 2019, it was found that the inlet gas port was damaged. There was no reported patient involvement.